Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The shaping mandrel was found still within the distal tip. The shaping mandrel was found severely bent/coiled. The distal tip and marker band were found damaged (ovalized) at this location. The micro catheter tip was found kinked proximal to the distal marker band. The catheter wall was found thinning at this location. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~153.0cm and the usable length (to the proximal marker band) was measured to be ~145.3cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as at an unknown break location near the distal marker band. There is likely to be a pinhole break/rupture at this location. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter body and became stuck at the distal marker band/kinked location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed. Customer reported that the damage was found following tip shaping. The catheter tip and marker band damage appear to be due to the severe bend of the shaping mandrel within the micro catheter tip. Other possible contributors of the catheter damage are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), or due to holding the device against the heat source too long (approximately 10 seconds). Customer reported holding the device 5cm away from the steam source and heating for about 30 seconds. It is possible that the prolonged exposure to the heat source contributed towards the damages found. The catheter wall was found thinning proximal to the distal marker band, potentially due to the steam shaping, or due to the kinking. The pinhole rupture/break would occur due to the thinning location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization procedure to treat an unruptured saccular aneurysm located in the internal carotid artery, the tip of the echelon 10 45° pre-shaped tip microcatheter was damaged after shaping. The access vessel was the femoral artery, and vessel tortuosity and blood flow were described as normal. The microcatheter was replaced, and the procedure continued successfully. Additionally, the bare axium 3d coil could not be detached during the same procedure. The coil was replaced, and the replacement coil was successfully implanted. There were no reported patient symptoms or complications associated with these events, and the patient outcome was reported as alive with no injury. The devices were prepared and flushed as indicated in the IFU. Additional information received that the catheter was fumigated for about 30 seconds..the catheter was about 5 cm away was the steam source. Prior to coil non-detachment, there were no issues encountered. The cause of the catheter damage was not determined. The cause of the non-detachment was not determined.